Event description:
Reporting status: malfunction. Reporting rationale: stent dislodgement has previously caused or contributed to pt injury. Device issue: stent dislodgement. It was reported that the stent implant of a vision stent delivery system (sds) dislodged while the protective sheath was being removed. Reportedly, there was no pt involvement with this device. No additional event or pt info is available.

Manufacturer narrative:
Results and conclusion summation - product performance engineering reviewed the incident info. Factors that can affect stent dislodgement outside the body include, but are not limited to, positive pressure during prep, negative pressure during prep, forced sheath removal, incorrect sheath sizing, or improper or inadequate crimping at the time of manufacturing. Based on the incident info, a conclusive root cause for the reported complaint of stent dislodgement cannot be determined. However, there is no indication of a quality issue.